Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the husband states no strong suction- waking up wet- replaced kit, ordered kit on (B)(4). Rep did ts, unit passed the water test with and w/o wick. Advised to shake lid to ensure that valve is in place- also advised to pinch end of wick as well. Husband mentioned while ts that he doesn't use elbow connector did inform that it will interfere with performance. Husband will try tips and cb if issue continues. Used with female wicks. No additional information provided. Troubleshooting resolved the issue. Troubleshooting resolved the issue.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system accessory replacement kit. Submitting the investigation details as additional information. The initial reporter's zip code that was provided was (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling was reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the husband states no strong suction- waking up wet- replaced kit - ordered kit on bt 234626 -rep did ts - unit passed the water test with and w/o wick- advised to shake lid to ensure that valve is in place- also advised to pinch end of wick as well- husband mentioned while ts that he doesn't use elbow connector did inform that it will interfere with performance- husband will try tips and cb if issue continues. Used with female wicks. No additional information provided. Troubleshooting resolved the issue.